Event description:
It was reported during testing conducted by a service technician at the manufacturer facility, the device was received disassembled. There was no procedure, patient involvement, surgical delay, medical intervention or adverse consequences reported with this event.